Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a vns pt experienced a chest infection after revision surgery due to pin-reinsertion. The pt was re-admitted into the hospital 3 weeks after the revision surgery due to a staphylococcus aureus infection in the chest area. Interventions taken were to clean the area with antibiotics due to the light growth of the infection. The vns generator was programmed off prior to surgery and then re-activated. At the moment, no further comments were received regarding post op well being of the pt, but it is known that vns is working properly.